Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Analysis of the implantable neurostimulator (serial no. (B)(4)) found the battery had reduced capacity due to overdischarge. Analysis of the leads (serial/lot no. (B)(4)) found no significant anomaly. The lead body was cut through/segmented. Analysis summary: the ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 30. The last successful recharge session done while the device was implanted was on (B)(6) 2012. The device was recharged for 4 hours and 44 minutes and the battery charged from 3.765v to 4.065v. The battery discharged to the lock mode on (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient's leads migrated 6 months post implant and the patient had not had good therapy since then. The device was explanted. During the explant, it was noted that the implanting physician (not the explant physician) did not use sutures. The leads were twisted and coiled from spinning in the pocket. The device was in the upper back so it would have been difficult for the patient to ¿twiddle¿ but the patient was described as fidgety. The patient had wanted the explant for a few reasons. The tingling annoyed him but he would also require mris for growths/spots. It was further reported that the therapy was in the right spot but it just wasn¿t effective. The patient disliked the sensation. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).